Event description:
A near miss event involving the pentax tri-bristled cleaning brush for endoscopy channel ((B)(4)) occurred yesterday, (B)(6) 2016. An (B)(6) y/o woman underwent a colonoscopy with argon plasma coagulation, snare polypectomy, and emr. During the procedure, it was noted that the cleaning brush for the scope was noted to be in the transverse colon. It was successfully removed without injury to the pt. The team concluded that the brush must have disengaged from the rest of the wire but not noted by the tech during the cleaning phase. As a result, it was retained within the scope and then used on a subsequent pt.